Event description:
It was reported that a patient underwent an initial (B)(6). Subsequently, a revision was performed due to unknown reasons approximately one-year post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: admission date for initial surgery: may30/2025(the exact date of the initial surgery remains unknown). D10: 42512100912, articular surface medial congruent (mc), 66285475. 42502607001, cemented standard femur, 65723810. 42557000114, stem extension tapered cemented, 66726867. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.